Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot h10i14083 with no issues noted during the manufacturing process. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown, the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the fourth of four reports associated with this event.

Event description:
A home patient contacted the baxter technical service center requiring assistance with the homechoice machine, and the home patient mentioned that she had peritonitis. On (B)(6) 2011, a baxter clinician contacted the peritoneal dialysis nurse (pdrn) regarding the hp's report of peritonitis. The pdrn stated that the hp was admitted to the hospital for peritonitis on (B)(6) 2011. At the time of this report, the hp was still in the hospital. The pdrn was unable to disclose further information due to the company privacy policy.